Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
It was reported the intraoperative temporary implant was not working properly. It was removed and another lead was placed without problems.